Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after expiration.

Event description:
It was reported that the procedure was to treat a lesion in the right common iliac artery. The 7x59mm omni elite balloon expanding stent (bes) was attempted to be used in the procedure; however, when placing the stent, the stent immediately began to unravel [stretch]. Therefore, the bes was removed from the patient. It was noted that an expired product was used. A non-abbott stent was used to continue the procedure. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported stent stretching was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.